Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10 correction: d4, h4 reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Joint assist review indicates patient was diagnosed with peripheral neuropathic pain related to an orthopedic replacement. At 1 year visit patient reported moderate pain and using a cane. At 2 year visit patient still had pain and was using crutches or a walker. At 3 year visit patient continued to have pain, difficulty walking and was housebound. Official medical records were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard ssk femur catalog # 185283 lot # 3458069, vanguard distal femur augument catalog # 185383 lot # 761510, vanguard distal femur augument catalog # 185403 lot # 960320, vg 360 univ pst fm aug catalog # 185343 lot # 144500, vg 360 univ pst fm aug catalog # 185343 lot # 917410, bmt splined knee stm catalog # 148316 lot # 070820, bmt tib tray catalog # 185203 lot # 354030, bmt splined knee stm catalog # 148318 lot # 601210, bmt offset adapter catalog # 185210 lot # 461680, bmt tib aug catalog # 185233 lot # 754180, vngd ssk psc tib brg catalog # 183890 lot # 840400. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2019-05413, 0001825034-2019-05414, 0001825034-2019-05420, 0001825034-2019-05421, 0001825034-2019-05423, 0001825034-2019-05424, 0001825034-2019-05426, 0001825034-2019-05427, 0001825034-2019-05428, 0001825034-2019-05429, 0001825034-2019-05430. Remains implanted.

Event description:
It was reported that the patient underwent a revision knee arthroplasty due to infection. Subsequently, the patient experienced tingling and numbness in the knee two weeks postoperatively. The patient was diagnosed with peripheral neuropathic pain treated with gabapentin, physical therapy and sleep medication. Within the postop follow up visits, the patient reported decreasing ambulation, increased pain, and the need for assistive device to ambulate.